Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2012. Patient's post-operative period has been marked by lower back and right leg pain and a burning sensation in his right groin and right leg. It was reported that on (B)(6) 2013, patient underwent a decompressive revision surgery at the implant site. Patient continues to experience severe and unrelenting pain, numbness, and burning sensations in his lower back, with radiation into his lower extremities.